Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a no delivery alarm and a keypad anomaly on the insulin pump. Customer stated that the infusion set was put in on friday. Customer removed the pump to go swimming and doesn't believe that it was turned all the way. Customer's most recent blood glucose level was 467 mg/dl. Customer has not treated. Troubleshooting was performed and the pump alarmed during manual prime. Customer was advised to replace the set and reservoir as soon as possible. Insulin pump will also need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. Numbers were ramping up when the customer went to fill the cannula. No further assistance needed.